Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display as it will not start up. Customer had high blood glucose of 346mg/dl and customer declined troubleshoot for high blood glucose. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be return for analysis.